Manufacturer narrative:
Covidien reference" (B)(4). Customer reported that this vent will be retired and repair was not authorized. The covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event.